Event description:
Caller alleged discrepant inratio results. Results as follows: patient has a recent history of dvt/pe and varicose veins. Date: (B)(6) 2014; inratio: 1.4; lab: 2.5, 2.5. The inratio test was performed at 12:34 in the office. Patient was sent to the e.r. Due to pain and some swelling in the right leg; patient was admitted. A venous sample was sent to lab at 14:35 and repeated at 16:10 to confirm results. Therapeutic range: unknown. Patient was sent for ultrasound of right leg to determine progression of the clot. Upon visual inspection there was persistent extensive dvt, representing progression of the dvt from (B)(6) 2014. After 19:00, the patient was given warfarin and tylenol. IV heparin was started after 20:00.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.